Event description:
I used fixodent from approx (B)(6) 1995 until (B)(6) 2011. While using fixodent, I began to experience numbness and tingling in my extremities on (B)(6) 2009 and was diagnosed with neuropathy. Blood test at that time showed that I had high levels of zinc and low levels of copper in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Event not abated after use stopped or dose reduced.